Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2020-02301. It was reported that during the patient's trial scs system implant surgery, the physician was unable to implant the leads due to scar tissue. The surgery was abandoned.